Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 9 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 100% stenotic lesion in a highly tortuous right coronary artery (rca). A medikit introducer sheath, a neos guidewire, and a jnj guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.